Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Preservation mobile bearing fractured - instability.

Manufacturer narrative:
A report was received from bioengineering (B)(4) 2011, advising: no information is provided on the patient demographics. The product was not returned for investigations. The device was implanted for approximately 9 years. It is not possible to say from the images why the device fractured. It is not possible to comment on whether the polyethylene has oxidised and delaminated from the image. Root cause: undetermined, insufficient information is provided to say why this device fractured. Etq complaints database searched on product lot ymr-29 identified no similar complaints received previously. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.